Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined based on the information available from the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had e315 (incompatible scope). The issue had occurred during inspection for use. There was no report of patient involvement.